Event description:
I purchased a product that was supposed to help dentures fit better. The product ruined my $1200 dentures and they will do nothing about it. They are also selling dentures online I believe they have no license to do this. FDA safety report ID# (B)(4).